Event description:
It was reported that the coil broke. The target area was located in an endogastric artery. An 8mm x 40cm interlock-35 2d coil was selected for embolization. During the procedure, there was resistance during advancement through the catheter. When the coil started to deploy from the catheter tip, it was observed that the coil was unraveled and broken. The coil was fully pulled out without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. A picture was received in the event, and it was possible to observed that the main coil was bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the coil broke. The target area was located in an endogastric artery. An 8mm x 40cm interlock-35 2d coil was selected for embolization. During the procedure, there was resistance during advancement through the catheter. When the coil started to deploy from the catheter tip, it was observed that the coil was unraveled and broken. The coil was fully pulled out without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.